Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole at the distal ro marker. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There have been no patient complications reported as a result of this event. Investigation results showed that the balloon had a pinhole; therefore, this is now an MDR reportable event.